Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet bionic pancreas user experienced difficulty priming the infusion set tubing after filling the cartridge with insulin, as no drops were observed during priming, prompting a guided troubleshooting session that included a complete supply change and reconnection to the ilet, after which drops were observed and insulin delivery resumed as intended. Symptoms included hyperglycemia with a blood glucose peak of 237 mg/dl and no associated clinical symptoms. Outcomes included successful restoration of insulin delivery and education on monitoring blood glucose with no long-term health impact. User support included remote troubleshooting, verification of disconnection during priming, confirmation of proper assembly without visible leaks, and a supervised repeat supply change. Investigation of this case revealed that the prior cartridge or setup did not prime as expected for an unclear reason, while the subsequent supply change functioned normally and the device continued to deliver insulin appropriately. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.